Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced an event of infusion set tubing detachment on 25-apr-2025. The site of detachment was connector. The infusion set was in use for two hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009201, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009201 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 10/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j00817 was manufactured according to the (wi) version 65 and manufactured on the machines sc05 & sc06 on 08/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h01301 was manufactured according to the (wi) version 65 and manufactured on the machines sc08 on 03/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j00816 was manufactured according to the (wi) version 65 and manufactured on the machines sc05 & sc06 on 07/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j00818 was manufactured according to the (wi) version 65 and manufactured on the machines sc05 & sc06 on 10/sep/2024, with a total of (B)(4) units. Device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.